Event description:
The customer reported that the 9900 system had a security error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. "The hand switch to be replaced."